Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw was chosen for implantation. The clip was placed on the valve and establishment of final arm angle was successfully. During deployment while turning the actuator knob, the clip opened (clip opened while locked (cowl)) to 45 degree resulting in increased residual mr. A second xt clip was then chosen for implant to reduce the residual jet and stabilize the cowl. Upon crossing the ventricle with the xt, the physician rotated the handle to correct the clip positioning in the ventricle. This resulting in the clip becoming entangled in the chordae. The clip arms were inverted but the clip could not be retracted back to the atrium. It was decided to implant the clip where it was stuck. When attempting this, the clip could no longer move anteroposterior direction and both grippers were no longer functioning. The clip was able to be implanted on posterior leaflet and the commissure. A third nt clip was then implanted between the first two clips. The procedure ended with mr unchanged. There were no adverse patient consequences or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.